Manufacturer narrative:
Based on the claim against the product by the customer noting an exposed cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint regarding exposed cable was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that the tenaculum forceps instrument had exposed cable. The procedure was completed with no reported injury.